Manufacturer narrative:
Exact date unknown, event occurred in the last two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort as the ipg was rubbing on iliac crest. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.